Event description:
Clinical study. It was reported that 3 days after a coronary stenting treatment procedure, the patient experienced a stent thrombosis (st), myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated was located in the a 3.0mm, 75% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation using a 3.0x15 balloon (type unknown) at 10atm. Then, the physician successfully implanted a 3.0x24mm taxus express2 study stent in the target lesion. The lesion was post dilated with a 3.0x15 balloon (type unknown) at 20atm. The patient was discharged 3 days later. After discharge the patient experienced a mi, st (confirmed with ivus) and required a tvr. There was no issue with the lesion and stent at the time of implantation. In the opinion of the physician, this event was related to the taxus stent. The physician, this event was related to the taxus stent. The physician performed a tvr on the mid lad. The lesion was 100% stenosed and timi o. The thrombosis was aspirated and dilated with balloon (type unknown). After that timi3 and 0% stenosis. The patient was discharged 20 days later on pletaal and aspirin. There were no further problems reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.